Manufacturer narrative:
The implant date, lot number, manufacture date, and explant dates were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) explanted and replaced with a new aus due to fluid loss in unspecified location. No patient complications were reported.